Manufacturer narrative:
Outcomes to adverse event: unspecified allergy. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether the reported product caused or contributed to the reported event, we are filling this MDR for notific ation purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-op, patient suffered with unspecified allergy after implanted disc surgery. The surgeon does not believe that the allergic symptoms were related to the disc, which was implanted in patient for 2 years.